Manufacturer narrative:
(B)(4). Device manufacture dates: june 11, 2013 - june 20, 2013. The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in a 2 ml patient control module. The reporter stated that the particulate matter was observed to be coming out of the male luer along with an unknown drug during priming of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a solid brown particle that had been removed from the patient control module (pcm) unit and taped to the outer surface of the blue pcm housing. The brown particle is approximately 2.1 mm in size. The particulate matter was determined to be polycarbonate. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.